Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent. Approximately two months prior to the event onset, the patient was hospitalized due to another indication and hospitalization was prolonged due to peritonitis. The same day as the event onset, the patient was treated with unspecified antimicrobials (intravenous, ongoing) for peritonitis. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. The reporter declined to provide additional information.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.